Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.